Manufacturer narrative:
As per the historical review of the event for the similar issues, the dimensions of the carton makes it difficult for a vial cap to open after packaging when the box is sealed. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that he opened a box of the contour® next test strips and the bottle was already open. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
Despite the follow-up attempts, the customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour® next test strips for lot # 4kheg42b, which showed that the cap on the test strip vial was sealed.